Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that was 28.9c, they wanted to warm to 37c at a max rate. The arctic sun device was not warming the patient and kept stopping and saying low flow water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads and disconnect. Had nurse confirm all tubing was straight with no kinks or bends and reconnect pads with proper technique. Resumed therapy, water flow rate (wfr) was primed to 0 l/min. Stopped and emptied and disconnected pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, system hours were 6,322, and pump hours were 5,831. Had nurse connect one pad at a time. Right chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 96 percentage. Added right leg pad: water flow rate (wfr) was 3.1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage. Added left chest pad, wfr 1.8 l/min, inlet pressure (ip) was -4.4psi, circulation pump command (cpc) was 88 percentage. Added left leg pad, water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 99 percentage. Explained the last pad did seem to be an issue, nurses disconnected it, and flow rate increased and then decreased when reconnected. Suggested swapping with universal pad if they have these. Nurse would just get a new set of pads to swap out with. Nurse wanted to leave in manual control for now, discussed why they did not recommend manual control as this was not a therapy mode. Tried to get nurse to disable, but nurse would call back if needed, nurse hung up without getting s/n.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that was 28.9c, they wanted to warm to 37c at a max rate. The arctic sun device was not warming the patient and kept stopping and saying low flow water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads and disconnect. Had nurse confirm all tubing was straight with no kinks or bends and reconnect pads with proper technique. Resumed therapy, water flow rate (wfr) was primed to 0 l/min. Stopped and emptied and disconnected pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, system hours were 6,322, and pump hours were 5,831. Had nurse connect one pad at a time. Right chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 96 percentage. Added right leg pad: water flow rate (wfr) was 3.1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage. Added left chest pad, wfr 1.8 l/min, inlet pressure (ip) was -4.4psi, circulation pump command (cpc) was 88 percentage. Added left leg pad, water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was (B)(4). Explained the last pad did seem to be an issue, nurses disconnected it, and flow rate increased and then decreased when reconnected. Suggested swapping with universal pad if they have these. Nurse would just get a new set of pads to swap out with. Nurse wanted to leave in manual control for now, discussed why they did not recommend manual control as this was not a therapy mode. Tried to get nurse to disable, but nurse would call back if needed, nurse hung up without getting s/n. Per follow up information received via task on 02jun2025, forwarded to charge nurse who confirmed patient was pediatric, but on the larger side. The pads were size medium and confirmed a full pad set exchange. The flow rate was improved and therapy completed.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that was 28.9c, they wanted to warm to 37c at a max rate. The arctic sun device was not warming the patient and kept stopping and saying low flow water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads and disconnect. Had nurse confirm all tubing was straight with no kinks or bends and reconnect pads with proper technique. Resumed therapy, water flow rate (wfr) was primed to 0 l/min. Stopped and emptied and disconnected pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, system hours were 6,322, and pump hours were 5,831. Had nurse connect one pad at a time. Right chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 96 percentage. Added right leg pad: water flow rate (wfr) was 3.1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage. Added left chest pad, wfr 1.8 l/min, inlet pressure (ip) was -4.4psi, circulation pump command (cpc) was 88 percentage. Added left leg pad, water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 99 percentage. Explained the last pad did seem to be an issue, nurses disconnected it, and flow rate increased and then decreased when reconnected. Suggested swapping with universal pad if they have these. Nurse would just get a new set of pads to swap out with. Nurse wanted to leave in manual control for now, discussed why they did not recommend manual control as this was not a therapy mode. Tried to get nurse to disable, but nurse would call back if needed, nurse hung up without getting s/n. Per follow up information received via task on 02jun2025, forwarded to charge nurse who confirmed patient was pediatric, but on the larger side. The pads were size medium, and confirmed a full pad set exchange. The flow rate was improved and therapy completed.